Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings: the black box shows multiple occurrences of power on resets or reboot conditions in black box. The battery compartment has no damage. There was no evidence of moisture contamination found inside battery compartment. The battery cap is able to fully tighten. A power loss was not duplicated. The battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture was identified inside pump. Investigators inspected battery terminal contacts, no evidence of intermittent contact. The black box shows multiple occurrences of time and date resetting. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump went to the verify screen at random after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.